Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support assisted the customer by guiding them through inspecting and cleaning the pump components, including the cartridge and pneumatic tap area. The customer successfully reattached the cartridge and completed the loading process, allowing them to resume insulin use.